Event description:
Cholecystectomy: "the clip closure is not parallel even pulling the trigger to audible click at complete jaw closure, so clip retention is not safe for structures occlude. Rep. Comments: the scrub nurse spent several clips to show me the problem."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.